Event description:
It was reported by an attorney that the patient underwent a sling procedure on (B)(6) 2008 along with a cystoscopy and cystodistension. Following the surgery, the patient was continent with an increase in urgency, frequency and severe abdominal pain. The patient had a surgical review and underwent a colonoscopy. The patient was seen by a surgeon in (B)(6) 2013 and was examined for signs of mesh erosion and none were found. The tape was readily palpable below the inferior pubic ramus and there was tenderness along both sides. The patient wished for the tape to be removed, but the surgeon did not perform that procedure. A different surgeon suggested a repeat cystoscopy to look at the bladder and rule out tape erosion into the urethra and bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.